Event description:
Pt had a pulmonary embolism the day after surgery that led to blood clot in knee. The surgeon did a washout of the knee a week after surgery and a second washout a few weeks later. Revision surgery is placed to exchange poly inserts.

Manufacturer narrative:
Pt had a pulmonary embolism the day after surgery that led to blood clot in knee. The surgeon did a washout of the knee a week after surgery and a second washout a few weeks later. Revision surgery is placed to exchange poly inserts. Review of the device history record indicates that the device was mfg to spec.